Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, g3, g6, h2, h3, h6: mechanical (g04) - head. H10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with superior and posterior dislocation of the femoral head with possible fracture of the distal femur, incompletely evaluated. Correlate clinically. A definitive root cause cannot be determined for the disassociation of the devices. The investigation could not verify or identify any evidence of product contribution to the reported problem of infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 3 years post implantation due to a dislocation with an infection. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110024463 g7 dual mobility liner 42mm e lot number 774380, ep-200148 act artic e1 hip brg 28x42mm lot number 674160, 110010264 g7 osseoti multihole 52mm e lot number 6740927, 010000999 g7 screw 6.5mm x 30mm lot number 6728403, 010000997 g7 screw 6.5mm x 20mm lot number 6596552, 010000996 g7 screw 6.5mm x 15mm lot number 6601348. Report source: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00721. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.